Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 the right ventricular stimulation threshold was recorded at around 0.5v, the right ventricular sensing amplitude dropped from 18mv to 2.5mv and the right ventricular stimulation impedance dropped from 650ohms to 400ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 6 days, it was reported that the ventricular lead perforated the cardiac wall. The lead was repositioned on (B)(6) 2019. The patient reported pain.